Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, the physician had difficulty moving the stylet within the lumen. Excessive force had to be used, and the physician elected to try another lead. The lead was removed and replaced.